Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery was a competitor construct done ~15 years ago. On (B)(6) 2021, surgeon revised the acetabular cup and placed in depuy products. Patient fell in (B)(6)... No issues. On july she dislocated on the 11, 13, & 15. Closed reductions were performed. On (B)(6), the surgeon scheduled today's revision. There appeared to be no cause or explanation to the dislocation. Surgeon manipulated the construct prior to revising components and the hip performed well, no dislocation. Surgeon decided to remove the liner implanted in (B)(6) with a constrained liner to prevent any further dislocation. Doi: 2006, dor: (B)(6) 2021.